Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during the intraocular lens implantation the plunger was providing significant resistance during implantation, then gave way, resulting in the lens firing out of the injector and through the posterior capsule and into the vitreous. Additional information ha been requested and received stating the patient was harmed by the injector shooting out the lens with unusual force that led to her needing a vitrectomy and lens replacement.

Manufacturer narrative:
Additional information provided in h.10. Corrected information provided in h.6. Event code of capsule rupture has been added. Previously sent as 4581. Viscoelastic was not provided. It is unknown if a qualified product was used. The instructions for use (IFU) instructs: during device preparation and implantation of the lens with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The IFU instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome. No further information has been provided. The manufacturer internal reference number is: (B)(4).